Manufacturer narrative:
(B)(4). Batch # p56f86. Device evaluation: the analysis showed that the ats45 device was received with no apparent damaged and with a tr45g cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a prostatectomy procedure the device fired approximately 1.3 of the way then locked out. It was unknown how the staples were formed. The procedure was completed by over-sewing with unknown suture. There were no patient consequences reported.